Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that customer received a blank screen display. Customer's blood glucose was 279 mg/dl. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded. After troubleshooting, display screen did return, but noticed that pump did not vibrate. Insulin pump did not vibrate during self-test. It was also reported that insulin pump received excessive motor error alarm. Caller was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was unable to vibrate due to broken vibrator black wire. The insulin pump was monitored for several days and no blank display noted. All operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected restart alarm anomalies noted. No damage on the lcd isolation tape noted. No motor error alarm noted. The motor passed motor test. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.